Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknonw, seroma-late, gel bleed.

Event description:
Healthcare professional reported right side "explantation of the devices scheduled due to the age of the implants", "gel effusion¿, capsule sent to biopsy for alcl testing", "presence of a fibrous collagenic shell -devoid of any sign of malignancy is confirmed", ¿histological confirmation of a fibrous collagenic shell. Baker grade is unknown¿. Device has been explanted.

Event description:
Healthcare professional reported right side "explantation of the devices scheduled due to the age of the implants", "gel effusion¿, capsule sent to biopsy for alcl testing", "presence of a fibrous collagenic shell -devoid of any sign of malignancy is confirmed", ¿histological confirmation of a fibrous collagenic shell. Baker grade is unknown¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observed. ¿gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure, observed an opening, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.